Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of patient made mistake/ touch contamination and peritonitis in a male patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies. On an unreported date in 2011, the patient began treatment with dianeal unknown and dianeal pd4 ambuflex therapies (doses, frequencies, not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether dianeal therapies were ongoing. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis due to the patient made a mistake and had touch contamination (onset date was not reported). Treatment was not reported. Outcome for the event of peritonitis: recovering. Product surveillance contacted the pd nurse regarding the report of patient made a mistake/touch contamination, which resulted in peritonitis. The pd nurse stated the patient was in a nursing home when this occurred and the staff at the nursing was retrained on proper aseptic technique. No further information provided.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A sample was not requested as this event involved use error and there was no allegation against the device. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for the report of use error-breach in aseptic technique, which resulted in peritonitis was confirmed. The consumer reported that patient made a mistake and had touch contamination, which is poor aseptic technique. A labeling review was performed and the labeling was found to provide accurate and sufficient instructions related to prevention of the use error in aseptic technique.